Event description:
It was reported that an ilet insulin pump was dropped, the enclosure split at the seam, and the device became nonresponsive with a grayed-out screen, consistent with a broken or delaminated display and physical housing damage. Symptoms included none reported and no injury. Outcomes included interruption of insulin pump therapy. Investigation included technical support troubleshooting and user education on shutdown, data sync, cgm continuation, and replacement protocol. Investigation of this case revealed device damage from accidental drop and inability to recover functionality through troubleshooting. It was concluded that the event was due to physical damage from impact, and device replacement was indicated.